Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the late afternoon on (B)(6) 2012. In addition to oral medication (1000mg of metformin twice a day), the patient stated she also manages her diabetes with diet and/or exercise. Following the alleged issue, the patient indicated she continued with her usual diabetes management medication that afternoon. The patient denied testing her blood glucose with another device. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed a symptom of shaking at an unknown date/time later. The patient reportedly consumed food and/or drink as self-treatment at an unspecified time that afternoon and also on (B)(6) 2013, at 2:30pm. At the time of troubleshooting, the csr verified that the subject meter's battery did not need to be replaced per owner's booklet recommendation, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. The csr also noted that the patient was using the correct test strips and the meter did not turn on with the power button. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.